Event description:
I have been bleeding light to medium flow for 4 weeks, since the day I had the essure procedure. My belly looks and feels larger and bloated. I feel irritated in and outside of vagina from the prolong bleeding.